Event description:
Customer reported that during a triple case while fluoroing, the system made a popping noise and could no longer fluoro. The live fluoro monitor was all distorted with white pixels. The c arm was removed from the case.

Manufacturer narrative:
The ge svc rep retrieved tarball file from system, checked voltages in workstation and mainframe, checked candle sticks for arcing, both were ok. He checked the system in all operating modes and verified the system is operating by fluoroing in low and high technique before returning back to the customer as intended. He returned with the x-ray tube and bumper sensor. The rep installed the x-ray tube and completed calibration. He verified the system is operating by fluoroing in low and high technique.